Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned through implant patient registry that a 25mm 11500a resilia aortic valve in aortic position was explanted after an implant duration of 79 days due to unknown reason. The replacement valve is a non-edwards valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, g3, g6, h2, h6 (investigation findings, and investigation conclusions). A device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error (B)(4). Engineering evaluation summary: there is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and medical record that a 25mm 11500a resilia aortic valve in aortic position was explanted after an implant duration of 79 days due to endocarditis. The patient presented with chest pain. The replacement valve is a non-edwards valve, and patient was discharged to senior home care with medications on pod# 10. Presented with fatigue, abdominal pain, subjective fevers and enterococcus faecalis bacteremia. Echo demonstrated small mobile echo density in lvot proximal to posterior aortic valve annulus. Intraoperatively, vegetation noted on the belly of the left coronary leaflet of aortic valve, leading to malcoaptation/aortic insufficiency. No evidence of abscess formation at aortic root. Root was replaced uneventfully, and valve was replaced with a non-edwards valve with good seating and no pvl. Patient tolerated the procedure well and returned to ICU in stable condition. The patient discharged on pod#10.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, b5, b6, b7, g3, g6, h2, h6 (type of investigation). H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.